Event description:
Additional information was received no image or video of the cello.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for ischemic stroke. It was noted that the patient's vessel tortuosity was unknown. It was reported that during the use of the cello balloon guide catheter, a defect/leakage occurred during its use in an endovascular procedure under a stroke protocol. The responsible physician chose to use another model and brand of balloon guide catheter, considering that the cello could not be used to continue the procedure due to the leakage, and there was no other cello available for use. It was unknown if the reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). The event did not lead to or extend patient hospitalization. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.